Event description:
During a colonoscopy, the physician used a cook endoscopy disposable varices injector. The injector was advanced through the endoscope and into position. Instead of extending from the distal end of the outer catheter, the needle penetrated the side of the outer catheter near the distal end. The needle was removed from the endoscope and another injector was used to complete the procedure. No section of the device remained in the pt's body. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The needle has penetrated the inner wall of the outer catheter near the distal end. A small hole was detected where the needle has penetrated the outer catheter. The area of needle penetration is located in the clear section of the outer catheter, approx 3mm from where the black section of the outer catheter is located. This is near the distal end of the injector device. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all disposable varices injectors are subjected to a visual inspection and functional test to ensure appropriate needle extension. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.